Manufacturer narrative:
B4: date of this report. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. H4: device manufacture date. Evaluation summary: based on the content of investigated data, it was determined that the potential cause/root cause of failure was that the visibility became unclear due to the difficulty in removing the mucus adhering to the surface of the objective lens during the endoscopy. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 19-jan-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 19-jan-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Patient involved - no known adverse event. Customer reported colon #4 (B)(4) had a streak across the lens that would not clean away with the nozzle spray. It happened on and off throughout the day. Had used lens cleaner prior to scoping. Physician noted that this risk can cause a perforation in colon if not able to see properly. Note: pentax canada received notification of this incident at (B)(6) through health canada's cmdsnet program. This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
The 510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.